Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted that the 3 way connector of the inflation system for the vertebral body balloon was missing. The surgeon used another device. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues. This device was used for treatment.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. Our investigation has shown that the 3way valve is indeed missing as complained. Afterwards it is impossible to determine the exact cause of this occurrence. It is possible that a human mistake during the hand operated packaging caused this occurrence. A CAPA determination was opened and the responsible employees were made aware of this complaint and were trained to avoid such an occurrence in the future.